Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination cylinders identified that one of the cylinders was detached at the proximal end and had a tool mark in the middle, which is consistent with sharp instrument damage. A fluid leak was present at the proximal end of the cylinder within the exposed inner tubing from an undetermined source. The other cylinder had buckling folds in the middle but passed the leak test that was performed. The reservoir was examined, and wear was present at a fold in the reservoir shell. A leak was found to be consistent with sharp instrument damage. Upon inspection of the pump, the component passed the leak test, but failed the activation tests performed. The pump kink resistant tubing (krt) was found to be worn down to the filament. Based on the analysis, the pump not passing the activation test could result in the product not functioning properly. A conclusion of cause traced to component failure was chosen.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a product performance problem was identified.